Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported continuous suspected false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic or if any confirmation testing was performed.